Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a "color chip" error message. No other details regarding the nature of the event were provided. The user reported the procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.